Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor it was reported that in (B)(6) 2022, they had herniated disc surgery, and since then it feels like her interstim may have moved or is out of place. She¿s also more recently started to feel pain and tightness/stiffness in their leg. We are going to help the patient get an appointment scheduled for it to be evaluated.